Event description:
Caller states the pt tested 7.2 inr on the coaguchek s system while a comparison lab returned as 3.78 inr. Pt was sent to hosp for a vitamin k shot due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.